Event description:
It was reported that during a achilles tendon anastomosis, after implanting two (2) twin-fix ultra anchors in the calcaneus, the patient had poor wound healing found in a follow up examination. The patient was hospitalized debridement and artificial dermal covering repair. The wound healing trend was good. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that on (B)(6) 2023 a patient underwent an achilles tendon anastomosis; during the surgery, two (2) twinfix ultra anchors were implanted in the calcaneus. On (B)(6) 2024, during a follow-up examination, the patient was found to have poor wound healing. On (B)(6) 2024, the patient was hospitalized for debridement and artificial dermal covering repair. The wound healing trend was good. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated. H2: corrected data on: b1, b2, b5 & h6 (impact code).